Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The whisper and pilot guide wires referenced are being filed under separate medwatch report #s.

Event description:
It was reported that the procedure was to treat a left internal mammary artery (lima) graft to the left anterior descending artery (lad), which appeared to have timi I flow into the distal lad. Initially, this was thought to be due to perhaps coronary steel because there were several branches that were still coming off the lima graft. One in particular was fairly large and very proximal. The decision was made to try and cover this side branch which was coming off the lima graft in order to increase the forward flow in the distal lad. A 2.8 x 16 mm graftmaster covered stent was implanted in the side branch and after a second expansion flow into the side branch was successfully stopped. During this process, there was some difficulty trying to place a guide wire from the lima graft into the lad. Multiple guide wires were used including a prowater, pilot 50 and whisper. It seemed that perhaps flow was stopped somewhere at the anastomosis site and despite even trying to use an unspecified balloon 1.25x15mm and the graftmaster balloon, guide wire access could not be obtained going into the distal lad. Post-dilatation was then performed with unspecified balloon catheters. The lesion (lima graft to the lad) was noted to be patent; however, there was timi I flow and an aneurysm was noted in the lad. However, it was reported that the devices did not cause the aneurysm as it was pre-existing. Medication was administered and the patient was transferred to the intensive care unit (ICU) for monitoring. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). MFR site correction: registration # is (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use(IFU), states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviation contributed to the reported event. The reported patient effect of occlusion is also listed in the IFU, as a known patient effect of coronary stenting procedures. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.